Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, when detaching the duodenum, the device could only be used for half of the firing and could not be continued. The operator stopped and replaced it with the same model, then it could be used normally and completed the operation. There was no patient injury.